Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detective.

Event description:
It was reported that during a follow up visit, the patient had presented with chest pain, headache and a right ventricular (rv) lead fracture. The pacemaker was noted to have reached eol in 2023. One month later, the patient experienced a syncopal episode, and a device interrogation confirmed the rv lead fracture. The physician elected not to replace the pacemaker and instead place an implantable loop recorder (ilr) to assess the need for pacing. This rv lead remains in service and no adverse patient effects have been reported.